Manufacturer narrative:
Additional narratives: tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as device availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards reviewed the article "exertional angina due to fused aortic bioprosthesis during left ventricular assist device support: two cases and review of the literature" mj bonios et al. Asaio j. Jan/feb 2017;63(1):e6-e9. Doi: 10.1097/mat.0000000000000369. The following complaint was identified: a patient with an unknown model aortic valve developed aortic valve fusion, the diagnosis of aortic valve fusion was confirmed when the patient got transplanted 24 months after the lvad implantation. Per literature review a few months post lvad implant the patient revealed partial recovery of the lv, ef from 15% to 25-30%, developed chest pain during the lv turndown to 6,000rpm, the lvef dropped to 15-20 %. The lvad was turned back to 9,600rpm and the chest pain resolved. The visualization of the leaflets was not possible during turndown due to poor acoustic windows, the diagnosis of aortic bioprosthetic valve fusion was confirmed when the patient got transplanted 24 months after the lvad implantation.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.